Event description:
It was reported that a patient sustained a second degree burn to the shin following hair removal treatment with a lumenis lightsheer duet laser. It was further reported the patient returned to the user facility with a small scar and was seeking compensation. It was further reported that the system produced a "large energy output."

Manufacturer narrative:
An examination of the subject device by a lumenis-trained technical specialist found that the device functioned to manufacturer specifications and that the reported event could not be duplicated. Reasonable attempts by phone and email were made to obtain patient photos with which to make a complete assessment of the reported outcome, however they were not received. A review of the reported treatment settings by a lumenis healthcare professional concluded the probable root cause of the event reported to be aggressive treatment settings employed for the reported patient skin type and anatomical area treated.